Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (g2) and to provide an update to fields (b5, d9, h3, and h4). The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was not reproduced and no defect was observed. Therefore, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received through follow up: the customer indicated that the procedure transition to open surgery was not because of the device malfunction. The delay in the procedure was 10-15 minutes. The patient was under general anesthesia at the time of delay. The patient's was reported to be doing good.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a therapeutic laparoscopic cholecystectomy procedure, the video system center had no image and an error code e310 (clock error). A procedure delay happened as open surgery had to be done. The patient was reported to be doing fine. There was no further patient impact. Additional information regarding the event was requested but not provided at the time of this report.

Event description:
Additional information regarding the event was received from the customer. It was later reported that the procedure transition to open surgery was not because of the device malfunction. The delay in the procedure was 10-15 minutes. The patient was under general anesthesia at the time of delay. The patient was reported to be doing good.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.